Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6)2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a rep regarding a patient receiving dilaudid (hydromorphone)(3mg/ml, 0.15 mg/day), bupivacaine (24 mg/ml, dose unknown) and baclofen (200mcg/ml, dose unknown) via an implantable pump it was reported that the hcp wanted to move the pump to a new location and saw that the old catheter was kinked. The hcp decided to remove and replace the old catheter. The explanted catheter was sent to lab for culture and would not be returned.  It was noted there were no environmental/external/ patient factors that may have led or contributed to the issue. Patient weight was asked but not available. Patient's medical history was asked but not available. The issue was resolved at the time of this report. Patient is alive with no injury.

Manufacturer narrative:
H6. Device code: a24 was updated to a0104. Patient code: e2401 is no longer applicable to this event. Eval code conclusion code: d14 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the physician suspected the pump had flipped. It was noted the rep was unaware of the lab cultures as the physician sent them for precautionary reasons.